Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted white calcification and mold on the surface of the shell. Creases were observed. One opening was observed assessed as surgical damage.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side exchange due to the patient's concern of the product. Healthcare professional additionally reported capsualar contracture, baker grade iii. The device remains implanted.